Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was determined that the drawer 2.2 had failed and required maintenance. The field service engineer (fse) confirmed that the position sensor magnetic strip had become dislodged, and the position sensor bracket was dragging against it during drawer operation. The fse repositioned the magnetic strip; however, further testing revealed that the position sensor was still not detecting the magnetic strip. As a result, the fse replaced the position sensor. After replacement, the fse successfully tested the drawer using diagnostics. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer failed. Customer tried to reboot the station, but issue remains the same and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.